Event description:
It was reported the pt's ipg was unable to communicate with external devices. The pt reported it had been over a yr since she had last charged or used the system. The pt is interested in having the device explanted, and she was advised to contact her physician.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.